Event description:
It was reported the patient was scheduled for an ipg revision due to loss of therapy. The physician believed the ipg was non-functional. It was determined the patient had not charged or used their system in two years. Surgery took place on (B)(6) 2014, and the patient's original scs ipg was replaced with a new model ipg. Effective therapy was reportedly established.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.